Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there were numerous kinks throughout the shaft of the wds. Majority of the shaft was flattened; indicating that the valve of the was was not fully open during insertion. A microscopic examination presented no damage or irregularities to the core wire. A microscopic examination revealed that the tip was damaged. There was blood on the implant. The implant was received protruding 6mm out of the sheath. The implant was deployed during device analysis. The implant was measured and the device size was consistent with the reported information. The confirmed flattened shaft is consistent with insertion difficulties. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was deep seated in the laa. A 24mm watchman ® laa closure device and delivery system (wds) was inserted; however the device was unable to advance through the was and was therefore removed. A 30 mm watchman ® laa closure device and delivery system was advanced and deployed. A recapture was performed; but the closure device was able to be implanted successfully. The patient developed a small pericardial effusion which may have occurred after device recapture, but the exact timing of the effusion could not be determined. The patient was hemodynamically stable and therefore was monitored with no additional intervention performed. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2016-00786 & 2134265-2016-00787. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was deep seated in the laa. A 24mm watchman laa closure device & delivery system (wds) was inserted; however the device was unable to advance through the was and was therefore removed. A 30 mm watchman laa closure device & delivery system was advanced and deployed. A recapture was performed; but the closure device was able to be implanted successfully. The patient developed a small pericardial effusion which may have occurred after device recapture, but the exact timing of the effusion could not be determined. The patient was hemodynamically stable and therefore was monitored with no additional intervention performed. The patient was doing well post procedure.